Event description:
It was reported by service report that the connecting link on the big wheel cam assembly was broken and the bumper channel was damaged presenting sharp edges. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.